Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. No process and/or material changes were noted. The documentation shows that the production order met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was fully implanted, and after the lens was inserted in the patient's right eye, a scratch was noticed in the middle of the lens. Customer wondered if the cartridge was the issue for the scratched lens. The lens had been loaded into the cartridge without difficulty. Upon insertion, the doctor noticed the scratch centrally. Doctor opted to enlarge the incision and cut out the lens and replace it. A new lens was loaded without difficulty. Lens was inserted and placed without difficulty. No suture was needed and there were no complications with surgery reported. Patient has recovered.

Manufacturer narrative:
The intraocular lens model zcb00 and one 1mtec30 unfolder platinum 1 series cartridge were returned to the manufacturer for evaluation. The devices were inspected at 10x microscope magnification. During the visual inspection it was observed that the lens was received cut in two halves and a scratch was verified in one half of lens. In addition the cartridge was inspected at 10x microscope magnification. Visual inspection revealed that the cartridge had what appeared to be viscoelastic in the cartridge tube. No damage was observed on the returned cartridge. At manufacturing final inspection process lenses are 100% inspected at 10x microscope magnification for cosmetic and haptic defects. The lens condition is consistent with a lens that has been handled whereby it was inserted and removed from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.